Manufacturer narrative:
(B)(4).

Event description:
The patient reported they were experiencing shocking. The patient was having electric shock in her "cooche" "bottom side". Patient reported she went to hcp (healthcare provider) about the electric shock and they told her to call the manufacturer's representative. The patient had been calling the manufacturer's representative since last week and she hadn't heard back from him. When the patient turns the implant off the electric shock goes away but her symptoms come back. Patient does not have name of her new hcp for implant. Patient services asked patient what she was doing when she felt the electric shock and patient said she was opening a door when she felt the strong electric shock. Patient services confirmed patient did not have fall or trauma or car accident. Event date: (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.